Event description:
Customer reported experiencing low blood glucose events over the past two days, with the lowest level recorded at 47 mg/dl. Customer consumed carbohydrates to address the low blood glucose and required assistance from a school nurse to administer them. Tandem customer technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels.